Event description:
The patient stated that in 2007, she was experiencing elevated blood glucose (values not provided) and she discovered that her infusion site had become disconnected from her body. She states she had showered the night before and this may have been the cause of the disconnection. She also stated that, she was a farmer and the temperatures and activity sometimes cause the sites to become dislodged. The patient was able to bolus to lower her blood glucose. The patient was advised to use tegaderm to keep her infusion sites in place. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.